Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Data log showed placement signal not reliable alarms. Data also showed 5s parameters were within specification. The product was not returned for review. Based on clinical description & data analysis, the root cause of the optical signal issue was sensor wear. The root cause of the optical signal issue was sensor silicone wear. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During support, the pump exhibited placement signal issues but continued to provide support for over two months. The device was successfully weaned and explanted, and no patient harm was reported.